Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Med records were obtained. Med records indicate that the pt sustained a crack on the lateral side to midshaft (periprosthetic fracture). Update: (B)(6) 2011 - litigation papers rec'd. They allege that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from pt's acetabulum, caused severe pain, inhibited pt's ability to walk, and will require a revision surgery.